Manufacturer narrative:
(B)(4).

Event description:
It was reported that during one month post-procedure device check, increase in threshold value was observed. Lead revision was recommended. The patient was continued to be followed-up. During subsequent follow-ups, stable rv threshold values were noted. Programming changes were made. The event was resolved without sequelae.